Event description:
It was reported that the pump eroded through the skin on the left abdominal wall. The patient was admitted to the hospital to remove the system due to likely contamination of the system. The drug in the pump was baclofen at a concentration of 500 mcg/ml and a dose of 143.75 mcg per day. No other symptoms were reported. The patient recovered without sequela. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.